Event description:
It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and severely calcified lad. The ruptured balloon was removed intact.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 3.5 mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and severely calcified lad. The ruptured balloon was removed intact.

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. The 2.5x20mm quantum maverick balloon was inflated to 12 atms and balloon profile dog boned and was unable to dilate the lesion. The pressure was increased to 14 atms and the balloon ruptured. No patient complications were reported the patient status is good.

Manufacturer narrative:
(B)(4).